Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a blood leak found in the iab catheter tube. There was alarm generated by the console. The iab was replaced to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a blood leak found in the iab catheter tube. There was no alarm generated by the console. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Correction to b5. From: it was reported that during intra-aortic balloon (iab) therapy, there was a blood leak found in the iab catheter tube. There was alarm generated by the console. The iab was replaced to continue therapy. There was no reported injury to the patient. To: it was reported that during intra-aortic balloon (iab) therapy, there was a blood leak found in the iab catheter tube. There was no alarm generated by the console. The iab was replaced to continue therapy. There was no reported injury to the patient. Device evaluation: the product was returned with the membrane completely unfolded and blood between the sheath and catheter. The extender and pressure tubing was also returned. The returned sheath was a non-maquet product. A kink was noted 75.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal was performed and no leaks were detected. The reported leak, blood in tubing event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4) ; record ID (B)(4).